Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, forty eight hours after a laparoscopic video-assisted thoracoscopic lobectomy, there was tearing near the staple line. There was also sudden bleeding at the surgical area, then the patient passed away.